Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inner catheter's dilator broke in the patient's tortuous vessel. Fragments remain in the patient with one fragment ultimately having made its way to the patient's lung. A different vessel was utilized for the left ventricular (lv) lead implant. An lv lead was ultimately implanted and remains in use; however, high pacing thresholds were observed. No further patient complications have been reported as a result of this event.